Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged that device hot plate is not heating, and the device put out a white smoke. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.